Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2023-03674. It was reported that patient experienced an infection at both incision sites. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted to address the issue.